Event description:
Patient attempted to use the siderail to move. Siderail went down and patient fell from the stretcher. Staff member pulled on the rail, and it was found not to latch all the way. It fell when it was pulled on.